Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced low flow alarms for eight weeks and was switched to a low flow controller. A computed tomography angiogram (cta) was performed and revealed that the pump fully thrombosed. The patient was scheduled for a full device exchange. However, it was later communicated that a clot was discovered and removed from the outflow graft when the patient went back to the operating room. The patient's flows improved and no pump exchange was required.